Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: 7070725, model/catalog description: infinion 16 trial lead kit 50 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing a sharp, tingling, and stabbing pain in the back when she was trying to sit strait up due to migration. It was also reported that the patient was having loss of stimulation. It was unknown if the pain was normal procedural or device related. The patient underwent explant wherein the leads were removed trial procedure was complete.